Event description:
I had lasik done in 2002 which because my vision was still extremely poor, the doctor did an rk "touch up" procedure. My vision has never recovered to even as good as it was previously and I have severe extremely painful dry eyes for which I have tried all possible treatments. I was told that I "might" experience temporary dry eyes, but it has been more than 10 years and it is getting worse if anything. I have to use drops at least every half hour, my night vision is totally shot and I cannot drive at night. I live in constant pain and fear that because the dry eye is damaging my corneas that I will eventually go blind. All because of an elective procedure. Having lasik done was the worse mistake I ever made in my life.